Event description:
The monopolar scissor tip broke while it was being used in the operative field. The surgeon was aware of the break and was able to recover the tip. There was no harm to the pt. These instruments are supposed to last for 10 uses; this particular one had been used four times prior. Manufacturer response (as per reporter) for monopolar scissors, da vinci s